Manufacturer narrative:
The investigation included a review of data and information provided by the customer which supported the complaint issue without indication for any additional concerns. A review of the device history record for the complaint lot did not identify any related issues. Tracking and trending data for the architect total -hcg reagent, including complaint lot 80539ud01, were reviewed and did not identify an increase in complaints related to the reported issue. The overall performance of the architect total b-hcg reagent was reviewed using worldwide field data. This review determined that the median patient result for the complaint lot is within established limits and comparable to other reagent lots in the field. Labeling was also reviewed and was found to address the customers reported event. Based on the results of this investigation, no systemic issue or product deficiency associated with the architect total -hcg reagent, lot 80539ud01, was identified.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for a 32-year-old female patient (sample ID (B)(6): the initial hcg level was 3,233.2 miu/ml (positive), which was considered clinically inconsistent. When the sample was repeated, the result was <1.2 miu/ml (negative). There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 07k78 , with 510k/PMA/bla number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported false positive architect total b-hcg and provided the following data for a 32-year-old female patient (sample ID (B)(6): the initial hcg level was 3,233.2 miu/ml (positive), which was considered clinically inconsistent. When the sample was repeated, the result was <1.2 miu/ml (negative). There was no reported impact to patient management.